Manufacturer narrative:
Additional information: analysis of the returned device shows that visual examination of the associated implant identified significant lateral deformation of domino implant rod bore side wall, suggesting significant lateral bending forces were applied in vivo; the lateral forces may be been cyclical. Associated rod not returned for analysis. The deformation of the implant may have been significant enough to compromise the integrity of the mechanical attachment of the rod and domino connector. The above observations are consistent with in vivo bend stress overload as the mechanism of failure.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown deformity procedure from t6-s1. At an unknown time post-op, a rod disconnected from the domino. The patient will undergo a revision. No further details are known at this time.